Event description:
Customer reported a malfunction with malfunction code 9, but no notable events occurred prior to it. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, assisted the customer with this task, and confirmation was received that the malfunction did not recur. Customer was advised to continue using the pump and to report any future issues, which they acknowledged and understood.